Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tlc55 instrument staples dropped into the patient (they could be retrieved from the patient). Another instrument was used to complete the case. There was no consequence to the patient.